Manufacturer narrative:
(B)(6). Device evaluated by manufacturer: the device was returned for analysis. Only a main coil was returned. The main coil was found severely kinked and stretched. No more damages were found in the returned device. The zap tip has a smooth surface. The interlocking arm was inspected, and the interlocking arm was found detached (part not returned). Dimensional inspection of the main coil that could be measured were performed and observed that the outer diameter (od) of the zap tip and primary coil, and no. Of proximal fiber bundles were within specifications. However, the no. Of distal fiber bundles were lacking.

Event description:
Reportable based on device analysis completed on 23aug2021. It was reported that the coil got stuck in the catheter. The target lesion was located in the internal iliac artery. A 20mm x 40cm interlock was selected for use. During the procedure, it was noted that the coil got stuck in the catheter and was stretched. The coil never made it through the catheter thus, it did not enter the patient's vessel. The procedure was completed with another of the same device. There were no complications reported and patient was stable post procedure. However, device analysis revealed that there were missing fiber bundles and interlocking arm was detached.